Manufacturer narrative:
On 18-may-2017 product investigation results: reporter returned two toothbrush heads on 10-apr-2017 that were identified as oral-b power oral care refills precision clean on 19-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Got a metal pin in mouth during brushing / brush that fell apart [device breakage]. Product counterfeit [product counterfeit]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that his wife bought 20 oral-b brushheads, version unknown for the oral-b rechargeable toothbrush, version unknown and from the first brush head, he got a metal pin in his mouth during brushing. He explained that with the second brush head, the handle seemed to vibrate more than the brush rotated; he replaced the brush head, but before a metal pin fell out again. No symptoms developed. On 12-mar-2017 received consumer's follow-up e-mail: the consumer reported that he did the test with the coin on the gray logo; he noticed that it did not get damaged, but felt rougher to the touch than the new brush head (also with a gray logo) that he had purchased to replace the brush head that fell apart (the metal pin). No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt or returned product.

Event description:
Got a metal pin in mouth during brushing / brush that fell apart [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that his wife bought 20 oral-b brushheads, version unknown for the oral-b rechargeable toothbrush, version unknown and from the first brush head, he got a metal pin in his mouth during brushing. He explained that with the second brush head, the handle seemed to vibrate more than the brush rotated; he replaced the brush head, but before a metal pin fell out again. No symptoms developed. On 12-mar-2017 received consumer's follow-up e-mail: the consumer reported that he did the test with the coin on the gray logo; he noticed that it did not get damaged, but felt rougher to the touch than the new brush head (also with a gray logo) that he had purchased to replace the brush head that fell apart (the metal pin). No further information was provided.